Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had intermittent power issue and moisture was observed in the battery compartment with no damage to the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 09/10/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found one unexplained power on reset event and a replace battery warning on the complaint date. The battery compartment was found to have cracked below the grip pad and moisture was evident inside the compartment. Using the returned battery cap, the pump powered up with auditory and vibratory features. No tactile issues were observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported power issue was verified in the black box but not duplicated in the investigation. The pump casing was opened and no additional evidence of moisture intrusion was found in the pump interior. Unrelated to the reported power issue, it was observed that the display screen was dim and discolored.